Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis cylinder migrated into patient scrotum with unattached graft material when inflating. The device was explanted and replaced. No further patient complications were reported in relation to this event.